Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there is a leak. A root cause could not be identified. Based on the results of the investigation, the malfunction was likely caused by a defective charged coupled device unit, which resulted in the absence of an image. A root cause could not be identified for the leak. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head experienced no image during inspection for use. There were no reports of patient harm.